Event description:
A report was received that the patient was experiencing pain and burning sensation around the ipg site. It was also reported that the patient's ipg was more superficial to the surface. Database analysis revealed no anomalies. Lidocaine ointment was prescribed.